Manufacturer narrative:
The investigation is in progress. A follow up report will be submitted should additional relevant information become available or upon completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 14may2019. The hospital refuses to disclose information on patient demographics, pre-existing conditions, devices and medications utilized during the procedure. As reported, the procedure was completed by changing to another of the same device. There were no adverse effects to the patient due to this occurrence.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, manufacturing instructions, quality control data, specifications and review of the instructions for use (IFU). Three devices were returned to the manufacturer for investigation. The returned packaging confirms the lot number. A visual exam of the transfer catheters notes an unknown clear substance inside the catheter. The device history record (DHR) review for this lot shows no non-conformances related to this failure mode. A review of trackwise found no other complaints associated with the complaint device lot number. IFU review: a review of the products instruction for use provides the following information for end users related to this failure mode. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Using the complaint lot number, records for additional complaints and lot non-conformances were searched. This search found that there were no non-conformances related to this user experienced failure mode. Due to this search finding no non-conformances related to this failure mode and no other related complaints have be received, it was concluded that there is no evidence indicating that nonconforming product exists in house or in the field. Fourier transform infrared spectroscopy, also known as ftir analysis or ftir spectroscopy was conducted . Test results show that the percent transmittance of the substance matches that of the medical fluid sample. Review of design history files found the report which evaluates the tipping solution used in production of ivf product in cook inc. Spencer. Mouse embryo assay (mea) testing was conducted on ivf product which had the tipping fluid inside the transfer catheters. The results of this testing show that the presence of the tipping solution does not impede cell growth as the test samples passed the mea testing requirements. To conclude, a visual exam notes an unknown clear substance inside the transfer catheter. The cause is traced to manufacturing. Staff retraining was performed and documented. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported while preparing for an unspecified procedure using a guardia¿ access embryo transfer catheter, "the operator checked the product and found unknown oil liquid inside the transfer catheter". It is unknown how the procedure was completed after the issue was discovered. No adverse effects to the patient have been reported as a result of this alleged product malfunction. Additional details have been requested regarding the patient and event. At the time of this report, no additional information has been provided.